Event description:
According to rptr, the dr wants the prosthesis analyzed and the pt wants the component himself. The dr said this was the worst case of osteolysis he had ever seen. Titanium was found in the soft tissue and bone. (Same pt referred to in 1002494.)